Manufacturer narrative:
Technician found the bed in medsurg room. No injury alleged by account. Communication cable was not connected. Reconnected p379 cable to resolve this issue.

Event description:
Information received indicated that the patient can place nurse call, but response not heard in expected location. No injury alleged by account.